Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user contacted support because they were unable to navigate away from a dexcom screen to access the rewind function on the ilet and required guidance to perform a supply change; the agent guided the user to the main screen, the user successfully rewound the ilet, changed supplies using a 6 mm 23" infusion set, and resumed insulin delivery, with blood glucose levels reported at 373 mg/dl. Symptoms included hyperglycemia with no reported adverse clinical effects. Outcomes included no change in health status and no medical intervention beyond user education. Investigation included real-time troubleshooting and user education. Investigation of this case revealed no device alarms, no software errors, and successful device operation after navigation assistance, indicating user interface or use difficulty rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use error or technique-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.